Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and received bruises. Customer's spouse called the emergency medical services who provided glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. MDR.